Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results for two patients on an access 2 immunoassay analyzer (serial number (B)(4)) on (B)(6) 2014. This MDR is associated with the results obtained on (B)(6) 2014. MDR 2122870-2014-00771 addresses the results generated on (B)(6) 2014. The customer obtained an elevated accutni+3 result for one patient on (B)(6) 2014, and the patient was transferred to an alternate facility. The customer indicated that the patient was administered a heparin bolus and a heparin drip. Additional testing at the alternate facility generated lower troponin I results. The customer became aware of lower troponin results from the alternate facility on (B)(6) 2014 and retested the original sample on the analyzer in question, which again yielded elevated results. Additional testing of the patient's samples on (B)(6) 2014 at the alternate facility continued to result lower results. All system parameters including quality control (qc), calibrations and system checks were within assay and instrument specifications. The customer sent a patient sample to beckman coulter for sample interferent testing.

Manufacturer narrative:
There is no indication that access accutni+3 reagent was returned for evaluation. Bec testing of the patient sample confirmed the customer's elevated results. Additional testing of the sample with a blocker protein specific to alkaline phosphatase ((B)(4)) reduced the elevated result by (B)(4), indicating the presence of a patient source interferent likely related to alkaline phosphatase. Per the access accutni+3 instructions for use, "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent likely related to alkaline phosphatase. Associated mdrs: 2122870-2014-00771, 2122870-2014-00773.